Event description:
Allegedly the laser mark on the plate is incorrect. The incident happened before surgery when a sales rep was reviewing the kit and noticed the size of the plate did not correspond to the label and laser marking.